Manufacturer narrative:
Manufacturer's report date: 08/27/2014. (B)(4). The customer's report of a syringe module shutting off by itself was not confirmed during testing, however a channel disconnect with associated communication error was replicated during testing. During testing of the returned system a channel disconnect alarm occurred followed by a communication error. During the communication error any active infusions would continue infusing at the previously programmed parameters. Physical inspection of the source syringe module confirmed that the male iui connector had contamination that could produce communication error events. Dried fluid residue (white in color) could also be seen on the body of the connector. Contaminates were also found on various iui pins on the returned associated pcu device. Dried fluid residue (brown in color) could also be seen on the body of the associated iui connector. The condition of the iui suggest that the customer review their current cleaning and preventative maintenance inspection processes to ensure they are following the recommendations and instructions outlined in the directions for use, specifically the supplemental dfu and alaris system maintenance. Review of the logs confirmed a channel disconnect/loss of power event did occur on (B)(6) 2014; however, it was not replicated during testing. It is possible that this event occurred due to the user removing the modules from the pcu device. The root cause of the customer's report is attributed to contamination of the iui connector contacts.

Event description:
Customer reported that nurse went to the patient's bedside to give a medication, and when they wanted to put the device on hold they found that it was already shut off. They asked anohter nurse that was at the bedside if that nurse had shut the device off, so they believe that the channel shut off by itself. There is no report of an alarm, nor is there any description of any message on either the device or the pcu. No patient harm or medical intervention was reported. Although requested, no additional information was provided.